Manufacturer narrative:
(B)(4). Date sent: 1/8/2026. D4: batch#: unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. How was the vessel repaired? 2. Was there any bleeding? 3. If yes, how was the bleeding controlled? 4. Is the current patient status known? 5. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clip traumatizes the vessel when it is closed, causing damage to the patient where there had been none.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4: batch # a9832a. Investigation summary. The product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the msm20 device was returned with no apparent damage. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fired due to the activation of the lockout mechanism. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned empty. Device history review a manufacturing record evaluation was performed for the finished device batch a9832a number, and no non-conformances were identified.